Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported, that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 1125 mg/dl. Reportedly, the customer reached out to a health care provider to obtain an alternate method for insulin therapy.